Manufacturer narrative:
Investigation x-review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 23-mar-2018 under work order (B)(4)and sold on 02-apr-2018. Manufacturing record review: DHR-239015 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 31-aug-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to leaking valve o-rings and a contaminated pulse assembly. This is being attributed to normal wear and tear on the unit. The pulse assembly most likely was contaminated by residue from the chemicals used to clean the cryo tips. Correction and/or corrective action the complaint unit was repaired and returned to the customer. The valve body was rebuilt and the pulse assembly was cleaned and adjusted. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition. Preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
Not freezing nor thawing. Fs log# (B)(4). 1216677-2022-00260 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Not freezing nor thawing. Fs log# (B)(4). 1216677-2022-00260 ll100 cryosurgical 900001 (B)(4).